Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500mg/dl, 501mg/dl which was treated with manual injection. Customer stated that insulin pump alarmed for no delivery during manual prime. Customer had symptoms of possible onset of diabetic ketoacidosis. Customer mentioned that insulin pump stopped working for 3 times. Customer reports alarm did not occur during manual prime and plunger was not moving at all but insulin exited the tubing. Customer performed troubleshoot for no delivery an insulin pump did not alarmed for no delivery. Customer declined troubleshoot for high blood glucose. Products will not be return for analysis.